Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was due to pump reset for malfunction alarm. The customer will continue to use current pump for insulin therapy. Customer¿s blood glucose level was 289 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.